Event description:
It is reported that during impaction, a portion of the inserter fractured off and landed in the surgical sight. The fractured piece was retrieved from the wound and all parts were accounted for.

Manufacturer narrative:
This report will be amended when our investigation is complete.